Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant was returned for investigation. Visual evaluation identified a fracture at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the devices. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was low bone density (type iii). The reported device was at tooth location 36 (universal) and was used for approximately 4 months. The customer did not provide x-rays or images. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022). Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events'. DHR review was completed for the subject lot number, 2021070431. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant'. (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture at collar. Additional appointment required: yes, to place a new implant. Symptoms caused by the event: pain.